Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the patient hemorrhage, blood loss with sequelae.

Event description:
It was reported during the thrombectomy procedure, the patient experienced a cerebral hemorrhage. It is noted that the adverse event has possibly relationship to the subject study retriever device, stroke (disease under study), underlying condition, and thrombectomy procedure. The patient prolonged hospitalization. No action was taken, and the event resolved with clinical "sequelae". No further information is available.

Event description:
It was reported during the thrombectomy procedure, the patient experienced a cerebral hemorrhage. It is noted that the adverse event has possibly relationship to the subject study retriever device, stroke (disease under study), underlying condition, and thrombectomy procedure. The patient prolonged hospitalization. No action was taken, and the event resolved with clinical sequalae. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.